Event description:
It was reported that the right atrial lead had pulled back and there was loss of capture and sensing. The physician determined that the lead was too short and a longer lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).